Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "sub centimeter breast cyst tissue," this event is not device related, and "single lymph node." Healthcare professional additionally reported, "capsular contractures, baker grade IV." Device remains implanted.

Manufacturer narrative:
Clarification to g3: initial mw was submitted with date (B)(6)2022 the actual aware date is (B)(6)2022. All information has been submitted within 30 days of manufacturer awareness.

Event description:
Healthcare professional reported right side "sub centimeter breast cyst tissue," this event is not device related, and "single lymph node." Healthcare professional additionally reported, "capsular contractures, baker grade IV." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: not applicable as the event is non device related. Additional observations: crease flat is observed. White particles on the shell are observed. Bubbles in gel are observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted.